Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) level of 32 mg/dl. Suspected cause of bg was due to delivering a correction bolus prior to exercising. Juice and gummy snacks were consumed to address bg. Recommendation was made to consult with their health care provider to discuss diabetes management.